Manufacturer narrative:
(B)(4). A wallflex biliary rx stent and delivery system was returned for analysis. Visual examination of the returned device found that the stent was fully constrained on the delivery system, the outer sheath was kinked at the guidewire access port, and the inner shaft was kinked and was found exiting the guidewire access port. Functional analysis of the device found that it was not possible to deploy the device as received but it was possible to manually deploy the device. It was not possible to pass a guidewire through the device due to the kinking of the inner shaft. No other issues were identified during the product analysis. Based on the condition of the returned device, the reported failure was confirmed. The damage noted to the device is consistent with the application of excessive force during attempted deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeling. The dfu states that ¿note: do not remove the shipping mandrel from the leading end of the device,this will help facilitate guidewire access¿ and ¿the shipping mandrel will be pushed out as the guidewire is inserted. Do not remove the shipping mandrel before loading the guidewire.¿ however, in this case the complainant reported that the mandrel was removed prior to inserting the guidewire. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx covered stent was to be used to treat a malignant lesion in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician removed the shipping mandrel and felt resistance when inserting the guidewire through the stent. The physician started deploying the stent when resistance was felt and the catheter bowed. The physician failed to deploy the stent and when the stent was removed from the patient it was noted that the stent was partially deployed and the inner shaft was kinked out of the guidewire access port. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. No harm to the patient was noted at the conclusion of the procedure.